Event description:
In 2005, the manufacturer (MFR.) Received a report from the distributor that states the following: the material was inserted in 2005, during a surgical procedure for a calcaneous fracture about 4 months later, during the removal of the hardware, it appeared as if the material never cured (hardened), incorporated. The report also states no pt injury occurred, and no additional surgery was required. No further details were provided at this time.